Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation one day post implant of the left ventricular lead. The lead was inactivated via programming. It was further reported the patient was enrolled in the system longevity post market clinical study. No further patient complications have been reported as a result of this event.